Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The cause for the patient accidentally pressed go instead of enter then connected with air in the line was determined to be use error. Labeling review found labeling to be adequate for the user error identified in this report. A device history review found no issues. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported pressing go instead of enter when trying to reprime the homechoice (hc) machine. This user error caused the hc to start the initial drain. The technical service representative (tsr) assisted the hp and explained that he will need to setup with new supplies. Product surveillance contacted the hp on (B)(6) 2011. The hp said that he was having priming issues and accidentally pressed go when he meant to press enter. The hp connected since the cycler was going into initial drain but then realized that there was still air in the line and was unsure if the air would come out or stay in there. The hp disconnected. The hp started over with new supplies under the directions of the tsr. No patient injury or medical intervention was reported. No further information available.